Event description:
It was reported that during a pneumonectomy procedure, jaws would not open at the third firing. The device was excised from the tissue. The case was completed using sutures. There was no adverse patient consequence.